Event description:
It was reported the stimulation would not adjust down. The pt felt stimulation was on even though the programmer was showing the therapy was off. The pt was unable to sleep due to the feeling of the stimulation being too high. Only the yellow light on the top row of the back of the programmer was lit indicating the therapy was off. The pt was waiting for a referral to be seen. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).